Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the orange (+5v) wire was open inside the trunk cable. The cause of the code 204 is a disruption in communication between the belt and the monitor. The cause of the disruption in communication is the open orange wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A u.s. Distributor contacted zoll to report that a patient received a service code 204.